Manufacturer narrative:
In initial report, the manufacture date provided was 6/23/1999. The correct date is 6/8/1999. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that midway thru the lasik treatment, the laser stopped with rear dust cover stuck error. The surgeon lifted foot off the pedal then tried to restart the treatment. The system went a couple pulses and stopped. Surgeon was unable to complete the patient treatment. No further information provided.